Manufacturer narrative:
B3: unknown; no information has been provided to date. The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A reported incident involved an enfit lopez valve, non-sterile the replacement that was sent to the customer was leaking. There was no reported patient involvement with no harm.